Event description:
Boston scientific crm received information that the lead safety switch tripped on this device from bipolar to unipolar configuration due to out of range impedance measurements on the atrial lead (>2500ohms in both polarities). It was also noted that there was no capture with this atrial lead in bipolar configuration. A technical services (ts) consultant was contacted and recommended a chest x-ray. No adverse patient effects were reported. Additional information indicates that this product was surgically capped by a competitor's company. The date of that the surgical procedure occurred is unknown. It was later reported that our field representative was present at a procedure that this capped lead was surgically explanted during a generator replacement.

Manufacturer narrative:
As of this report, the atrial lead remains in service. No further information is available at this time. If additional information should become available to our company, this event would be updated as necessary. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 175 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.